Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [missing records: records for cy-fair emergency room visit for ¿incarcerated ventral hernia¿ were not provided.] (B)(6) 2008: sb [said bina, md]. Office notes. Referred from dr. Tadros¿ office because of recurrent incarcerated ventral hernia. History of diabetes on metformin. On december 23, ended up in cy-fair emergency room with incarcerated ventral hernia and a few days ago she had the same. Now she has been referred for possible hernia repair. On physical examination she has a big old scar from a c. Section from 30 years ago, with a large ventral hernia which is partially incarcerated. No sign of obstruction. Diabetes has been under control. Plan: laparoscopic hernia repair with mesh. (B)(6) 2008: [facility ni]. [Illegible signature]. Phone call. Pt [patient] asked about constipation was advised to take milk of mag [magnesia]. (B)(6) 2008: sb [said bina, md]. Office notes. Sites of the holes feel firm and patient was told that is fluid and will go down in a couple months. Incisions have healed fine. (B)(6) 2015: north cypress medical center. Andrew e. Kerman, d.o. Emergency room record. Presents for evaluation of nausea and vomiting since this morning, with gradual onset of diffuse abdominal discomfort. Impression: acute nausea and vomiting. Disposition: home. (B)(6) 2017: north cypress medical center. Kimberly r. Gardner, md. Emergency room record. Complaint of chest pain. Does endorse some nausea. Admitted. (B)(6) 2017: north cypress medical center. Frank a. Morello, md. Radiology- complete abdominal ultrasound. Impression: 5.1 simple left renal cyst. No obvious acute abdominal abnormality. (B)(6) 2017: north cypress medical center. Magdy tadros, md. Discharge summary. Admitting diagnoses: possible musculoskeletal pain, had gout before, possible gastroesophageal reflux disease or hiatal hernia. Discharge diagnoses: chest pain, resolved, most probably secondary to congestive heart failure. (B)(6) 2017: rosehill ems. Christopher jones, emt-p. Ambulance record. Transport. Dest [destination] reason: patient¿s choice. Transport priority: emergency. Destination: north cypress med center. Narrative: has a c/c [chief complaint] of constipation for the last 4 days. States she did take stool softener 2 days ago. Last bm [bowel movement] was yesterday. Abd [abdomen] is distended and rigged in all quadrants. (B)(6) 2017: (B)(6) edm. Edm patient record. Arrival time: 2209. Chief complaint: abd [abdominal] pain/flank pain. Primary impression: small bowel obstruction. Active medications: aspirin ec 81 mg daily, insulin, colace. Social history: never smoked, social alcohol use. Past medical history: stroke, chf [congestive heart failure], diabetes. Past surgical history: c-section, hysterectomy, hernia repair. Gastrointestinal assessment: abdominal pain, soft, firm, distended. Weight 242 lbs. (B)(6) 2017: north cypress medical center. Elizabeth y. Park, md. Emergency room record. [Date discrepancy: visit date noted as 08/10/17 which corresponds with triage record, record also dated as 08/11/17]. Presenting for abdominal pain and nausea, vomiting for the past one day. Reports she had one hard bowel movement yesterday and has been vomiting all day today. Reports some abdominal distention. Physical exam: abdomen distended, decreased bowel sounds. [Missing page(s)]. (B)(6) 2017 : north cypress medical center. Bradley s. Waggoner, md. Consultation. Admitted 08/10/17 for abdominal pain and nausea and vomiting for one day. Reports she had one hard bowel movement yesterday and has been vomiting all day today. Also reports some abdominal distention. History: gout, diabetes, c-section, hernia repair, hysterectomy, never smoked, heavy alcohol use. Bmi 45.7. Wbc 9.6 (4.5-11.0). Medications: novolin insulin, humalog insulin, ecotrin. Problem/plan: small bowel obstruction, acute. Most likely from incarcerated recurrent ventral hernia to or for diagnostic laparoscopy, lysis of adhesions, possible bowel resection, ventral hernia repair and indicated procedures. Risks and benefits explained. (B)(6) 2017: (B)(6) medical center. (B)(6) md. History and physical. Presented to emergency room for over one full day progressive, continuous, severe dull aching pain in the mid abdomen at the site of the hernia, does not refer to any part of her abdomen, associated with increase in size of abdomen, continuous vomiting for last day. Using colace for chronic constipation. Social history: never smoked, used to drink alcohol heavily. Physical examination: abdomen; distended, severe tenderness of nonreducible ventral recurrent hernia. Assessment: small bowel obstruction, most probably secondary to incarcerated ventral hernia recurrence, constipation secondary to intestinal obstruction, morbid obesity, vomiting secondary to intestinal obstruction, generalized weakness, concern for possible aspiration during repeated vomiting. Plan: stat consultation of surgeon, and patient was taken to surgery which showed incarcerated hernia with multiple adhesions, intestine was viable with no necrosis or ischemia and reduction of intestine after correction of adhesions and repair of hernia. Continue to be npo [nothing by mouth] with nasogastric tube for suction to confirm no complications. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-chest x-ray, pa and lateral. Indication: postoperative fever. Impression: partial consolidation at medial lung bases, either due to atelectasis or early pneumonia. No pleural effusion. Upper limits of normal cardiac silhouette size. (B)(6) 2017: (B)(6) medical center. (B)(6)md. Consultation. History of present illness: postoperatively, developed fever and pneumonia. Under treatment with vancomycin, zosyn, flagyl. Impression: suspected sepsis as manifested by fever, tachycardia, tachypnea with suspected aspiration pneumonia/gram-negative pneumonia. Status post incarcerated ventral hernia with small bowel obstruction, status post resection and repair with lysis of adhesions. There is associated peritonitis from that condition. Recommendations: intravenous vancomycin, meropenem, flagyl. (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis with contrast. History: abdominal pain. Findings: no free air within the abdomen. Postsurgical changes noted with repair of previously noted ventral abdominal wall hernia. No ventral abdominal wall hernia identified. A [sic] right where central surgical incisional scar is noted. Fluid-filled distended loops of small bowel noted with air-fluid levels. Small bowel measures 3.6 cm. The urinary bladder is collapsed around a foley catheter. Prior hysterectomy. Appendix unremarkable. Pan colonic diverticulosis without evidence of diverticulitis. Impression: small bowel obstruction is noted. Interval surgical treatment of previous noted ventral abdominal wall hernia. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-abdomen, single view. History: postoperative ileus. Findings. Mildly dilated small bowel loops with air fluid levels again identified consistent with an ileus. Mild increased amount of stool in colon. A nasogastric tube is in the stomach. Impression: mild ileus. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-abdomen, 2 view. History: postoperative ileus. Findings: no significant change in dilated small bowel form prior exam. Mild constipation persists. Nasogastric tube remains in stomach. Impression: no significant change from prior exam. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-small intestine. History: small bowel obstruction versus ileus. Findings: initial kub [kidney, ureter, bladder] shows nasogastric tube with the tip in the first portion of the duodenum. Dilated loops of small bowel are present. Loops of small bowel appear prominent in keeping with an ileus. Impression: no evidence of small bowel obstruction. Ileus. (B)(6) 2017: north cypress medical center. (B)(6), md. Progress notes. [Missing page(s)]. Ng [nasogastric] tube only put out 150 ml last night and we decided to pull it out. Later on developed abdominal cramping, distention, vomiting. The nasogastric tube was reinserted, feels better now. Assessment: persistent ileus versus partial bowel obstruction. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Progress notes. Problem/plan: sepsis, acute. Possible intra abdominal source. (B)(6) 17: (B)(6) medical center. (B)(6), md. Radiology ¿ abdomen xray. Impression: partial small bowel obstruction. (B)(6) 2017: (B)(6) medical center. Magdy tadros, md. Progress notes. [Missing page(s)]. Check gastric suction is bloody and patient h&h [hematocrit and hemoglobin] is dropping. Fever, blood culture is negative. Anemia, acute, blood transfusion one unite [sic]. (B)(6) 2017: (B)(6) medical center. Ayub hussain, md. Consultation. Has had prolonged ileus after ventral hernia repair for small bowel obstruction. Had bowel movement day before yesterday and is passing flatus. Impression: ileus, status post ventral hernia repair for small bowel obstruction, anemia. Clamp ng [nasogastric tube], continue reglan. (B)(6) 2018: north cypress medical center. Roland cortez, md. Radiology- ultrasound abdomen. Clinical history: abdominal pain. Impression: 5.5 cm simple cyst at the inferior pole left kidney, similar to prior study. No other abnormalities are identified. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) medical center. (B)(6) md. Radiology - CT abdomen/pelvis with contrast. History: suspected bowel obstruction. Findings: a ventral hernia is identified low in the abdomen/pelvis. This has a loop of bowel within it. Dilated small bowel is seen proximal to this loop. There is normal small bowel distal to this loop. It is likely that the ventral hernias causing obstruction free fluid is also present within the ventral hernia sac and this could be a sign of strangulation within the hernia. Also noted is a minimal amount of fluid adjacent right liver. A tiny cyst is identified in the right lobe of the liver. Liver is otherwise normal. The spleen, pancreas and adrenal glands appear normal. A 4.4 cm cyst is identified in the inferomedial aspect of the left kidney. This elevates the renal pelvis but there is no evidence of renal obstruction. The kidneys are otherwise normal. As stated above, jejunal and proximal ileal obstruction is present, likely due to ventral hernia. There is some suggestive strangulation within the hernia sac as there is free fluid adjacent to the bowel. No mass, lymphadenopathy, or additional fluid collections are seen. There is no evidence of abscess. The lung bases are clear. No free air intraperitoneal air is seen. Impression: a low ventral hernia with a loop of bowel within it. This is causing small bowel obstruction. I cannot exclude the possibility of strangulation within the hernia sac. A preliminary report was issued by dr. (B)(6) . (B)(6) 2007: (B)(6) medical center. (B)(6) md. Radiology ¿ x-ray abdomen. Impression: mild small bowel dilatation . (B)(6) 2007: (B)(6) medical center. (B)(6) md. History and physical. Upper abdominal pain, cannot pass gas, cannot vomit, feeling bloated. Meds: glipizide, glucophage. 209 lbs. Abdomen exam: distended, bowel sounds are exaggerated. Minimal epigastric tenderness. Disoriented scar in the in suprapubic area, midline from umbilicus to the suprapubic area, with areas of contraction, which indicates most probably she had an infection in this area in the past. Impression/plan: strangulated lower abdominal ventral hernia with bowel obstruction secondary to strangulation of the hernia causing upper abdominal pain. Ng [nasogastric] tube was placed to intermittent suction, hernia was able to be reduced, able to pass gas/have bowel movement, going to give enema, order kub ¿ if no obstruction remove nasogastric tube and resume home meds . (B)(6) 2007: (B)(6) medical center. (B)(6) . Radiology ¿ x-ray abdomen. Impression: no radiographic evidence of acute abnormality. Nasogastric tube tip in distal stomach . (B)(6) 2007: (B)(6) medical center. (B)(6) md. Discharge summary. Strangulated lower abdominal ventral hernia with bowel obstruction secondary to strangulated hernia causing abdominal pain. Discharge diagnoses: reduced strangled hernia, ventral hernia lower abdomen, incisional hernia ¿ condition discussed with surgeon dr. (B)(6). Bowel obstruction resolved; abdominal pain resolved. Stable at discharge . (B)(6) 2008: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. History: abdominal distension with leukocytosis. Findings: the lung bases are normally aerated. The heart is slightly enlarged and there [sic]. The liver and spleen are normal in size. The pancreas is normal in size. No pancreatitis or pseudocyst. A large simple cyst seen arising from a left pelvis. It measures 4 cm in diameter. The excretion and perfusion by both kidneys is [sic] normal. A ventral hernia is identified. It contains segments of small bowel, mesentery, and a fluid collection. The uterus has been removed. Impression: left renal pelvic cysts. Ventral hernia . (B)(6) 2008: (B)(6) medical center. (B)(6) md. Radiology ¿ x-ray abdomen. Impression: negative exam . (B)(6) 2008: (B)(6) md, pa. Office notes. Went to cy-fair ER yesterday with abdominal pain, CT showed hernia. Complaints of abdominal pain, recurrent strangulated hernia. Weight 216.5 lbs. Abdomen exam: below umbilicus ventral hernia, fluid collection. Impression/plan: ventral hernia, flagyl, levaquin, referral to surgeon . (B)(6) 2017: [facility ni]. (B)(6) md. History and physical. Paralytic ileus, postoperative incarcerated ventral hernia, bowel obstruction, anemia, and other medical problems. History of present illness: patient was transferred from north cypress medical center as she was admitted on (B)(6) 2017 due to acute sign of obstruction with incarcerated ventral hernia. The hernia was recurrent surgical hernia. The patient was taken to the or and was found that the bowel is not necrotic nor gangrenous. First day of the postoperative did not have any problems, the second day started to have abdominal distention and developed paralytic ileus and nasogastric tube was placed, continued to have difficulty to remove [sic] her bowel and to resolve her paralytic ileus. CT scan and upper gi series did not show any other obstruction. The patient developed gi bleeding with loss of blood from the nasogastric tube and blood thinner was stopped and bleeding was better. The patient has also sepsis and aspiration pneumonia and was placed on broad-spectrum antibiotics, which was present prior to admission to the hospital north cypress as the patient had vomiting from the sign of obstruction. 1 bowl movement today/passing gas. Meds: aspirin. Impression/plan: sepsis, antibiotics; aspiration pneumonia; postoperative for recurrent ventral incarcerated hernia; diabetes requiring insulin; morbid obesity. Start rehab . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane no further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial ¿ medical records from (B)(6), 2008 through (B)(6), 2015; and from (B)(6), 2015 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2007: 209 lbs., bmi 40.8 (B)(6) 2008: 216.5 lbs., bmi 42.3 (B)(6) 2016: 234 lbs., bmi 45.7 (B)(6) 2017: 242 lbs., bmi 47.3 ¿ alcohol use: (B)(6) 2016: heavy alcohol use (B)(6) 2017: quit alcohol (B)(6) 2017: social alcohol use ¿ (B)(6) 2007: strangulated lower abdominal ventral hernia with bowel obstruction ¿ 2008: squamous anal cancer ¿ (B)(6) 2008: recurrent incarcerated ventral hernia ¿ diabetes mellitus: (B)(6) 2008: diabetes has been under control. Metformin. (B)(6) 2015: blood sugar uncontrolled. Hbga1c close to 10. (B)(6) 2017: novolin and humalog insulin (B)(6) 2018: no tresiba [insulin] for 2 months; hgba1c 10.3 [<5.7] ¿ (B)(6) 2017: congestive heart failure [chf] ¿ (B)(6) 2017: ventral pelvic wall hernia with small bowel obstruction. Pan colonic diverticulosis. Fluid within abdominal wall mesh. Surgical procedures: ¿ 1978: cesarean section ¿ (B)(6) 2006: hysterectomy ¿ (B)(6) 2008: laparoscopic lysis of adhesions and reduction of ventral hernia. Repair of ventral hernia, utilizing dual gore mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2017: diagnostic laparoscopy, extensive laparoscopic lysis of adhesions, open reduction of incarcerated small bowel and open lysis of adhesions, and laparoscopic ventral hernia repair with polyester mesh. Relevant medical information ¿ (B)(6) 2007-(B)(6) 2007: inpatient hospitalization (B)(6) 2007: CT abdomen/pelvis [a/p]. ¿history: suspected bowel obstruction. Impression: a low ventral hernia with a loop of bowel within it. This is causing small bowel obstruction. I cannot exclude the possibility of strangulation within the hernia sac.¿ (B)(6) 2007: x-ray abdomen. ¿impression: mild small bowel dilatation.¿ history and physical. ¿upper abdominal pain, cannot pass gas, cannot vomit, feeling bloated. Abdomen exam: distended, bowel sounds are exaggerated. Minimal epigastric tenderness. Disoriented scar in the in suprapubic area, midline from umbilicus to the suprapubic area, with areas of contraction, which indicates most probably she had an infection in this area in the past. Impression/plan: strangulated lower abdominal ventral hernia with bowel obstruction secondary to strangulation of the hernia causing upper abdominal pain. Ng [nasogastric] tube was placed to intermittent suction, hernia was able to be reduced, able to pass gas/have bowel movement, going to give enema, order kub ¿ if no obstruction remove nasogastric tube and resume home meds.¿ (B)(6) 2007: x-ray abdomen. ¿impression: no radiographic evidence of acute abnormality. Nasogastric tube tip in distal stomach.¿ (B)(6) 2007: discharge summary. ¿strangulated lower abdominal ventral hernia with bowel obstruction secondary to strangulated hernia causing abdominal pain. Discharge diagnoses: reduced strangled hernia, ventral hernia lower abdomen, incisional hernia ¿ condition discussed with surgeon. Bowel obstruction resolved; abdominal pain resolved. Stable at discharge.¿ implant preoperative complaint ¿ (B)(6) 2008: ¿recurrent incarcerated ventral hernia. On (B)(6), presented to emergency room with incarcerated ventral hernia and a few days ago she had the same. Now she has been referred for possible hernia repair. On physical examination she has a big old scar from a c. Section from 30 years ago, with a large ventral hernia which is partially incarcerated. No sign of obstruction. Diabetes has been under control. Plan: laparoscopic hernia repair with mesh.¿ ¿ (B)(6) 2008: CT a/p. ¿impression: left renal pelvic cysts. Ventral hernia.¿ ¿ (B)(6) 2008: ¿ER yesterday with abdominal pain, CT showed hernia. Complaints of abdominal pain, recurrent strangulated hernia. Abdomen exam: below umbilicus ventral hernia, fluid collection. Impression/plan: ventral hernia, referral to surgeon.¿ implant procedure: laparoscopic lysis of adhesions and reduction of the ventral hernia. Repair of ventral hernia, utilizing dual gore mesh. [Implant: gore® dualmesh® plus biomaterial 1dlmcp04/04643453, 15 cm x 19 cm x 1 mm, oval]. Implant date: (B)(6), 2008 ¿ description of hernia being treated: ¿a small incision in the left upper quadrant was made and veress needle was introduced and abdominal pneumoperitoneum up to 15 mmhg was obtained. Then a 5-mm trocar was inserted, and 5-30-degree cannula was introduced. Excessive intraabdominal adhesions were encountered. At this time, a small 5-mm trocar at the left lower quadrant and a 10-12 mm trocar at the left flank and mid abdominal area were entered introduced, and utilizing a harmonic scalpel, the adhesions were gradually taken down. There were two defects, separated from each other, which had incarceration of the omentum as well as contained bowel in the large and the small intestine. Once they were very gently reduced under direct vision, the further adhesions were taken down.¿ ¿ implant size and fixation: ¿once the adhesions were completely down and hemostasis was found satisfactory, we proceeded with placement of a 19 x 15 oval dual gore mesh intraabdominally and was secured in place with titanium permanent tackers. They were approximately 2.5 cm from each side of the defects. Once the placement of the mesh was completed and being satisfied with the quality of the repair, the abdomen was reinsufflated and trocars were removed. The incision sites were infiltrated with naropin and the incisions were closed with interrupted 4-0 monocryl.¿ relevant medical information: ¿ (B)(6) 2008: ¿sites of the holes feel firm and patient was told that is fluid and will go down in a couple months. Incisions have healed fine.¿ ¿ (B)(6) 2015: emergency room. ¿presents for evaluation of nausea and vomiting since this morning, with gradual onset of diffuse abdominal discomfort. Impression: acute nausea and vomiting. Disposition: home.¿ revision preoperative complaints: ¿ (B)(6) 2017: emergency room visit: (B)(6) 2017: ¿chief complaint: abd pain/flank pain. Primary impression: small bowel obstruction. Gastrointestinal assessment: abdominal pain, soft, firm, distended.¿ (B)(6) 2017: ¿presenting for abdominal pain and nausea, vomiting for the past one day. Reports she had one hard bowel movement yesterday and has been vomiting all day today. Reports some abdominal distention. Physical exam: abdomen distended, decreased bowel sounds.¿ (B)(6) 2017: CT a/p. ¿hx: abdominal pain. Findings: ventral abdominal wall postsurgical mesh. Ventral pelvic wall hernia noted inferior to mass with defect measuring 4.7 cm. Ventral abdominal wall hernia contains loops of small bowel, demonstrate small bowel feces sign. Distal ileum is collapsed. Fluid-filled loops small bowel proximal to ventral wall hernia measuring up to 3.1 cm. Pan colonic diverticulosis without diverticulitis. Impression: small bowel obstruction. Small bowel obstruction transition point is at the ventral pelvic hernia. No wall thickening identified to suggest granulation, free fluid in distended loop of small bowel entering ventral wall hernia, may represent inflammatory process. Fluid at ventral abdominal wall surgical mesh measuring 2.0 x 7.6 cm.¿ ¿ (B)(6) 2017: consultation. ¿admitted (B)(6) 2017 for abdominal pain and nausea and vomiting for one day. Reports she had one hard bowel movement yesterday and has been vomiting all day today. Also reports some abdominal distention. Problem/plan: small bowel obstruction, acute. Most likely from incarcerated recurrent ventral hernia to or for diagnostic laparoscopy, lysis of adhesions, possible bowel resection, ventral hernia repair and indicated procedures.¿ ¿ (B)(6) 2017: preoperative note: ¿she most recently had a ventral hernia repair approximately 5 years ago. The patient was doing fairly well; however, several days ago she started having severe lower abdominal pain, nausea, vomiting, and abdominal distention. She came into the ER with these complaints. Late last night was noted to have a CT scan that showed bowel obstruction with probable recurrent lower abdominal ventral hernia with incarcerated small bowel.¿ revision procedure: diagnostic laparoscopy, extensive laparoscopic lysis of adhesions, open reduction of incarcerated small bowel and open lysis of adhesions, and laparoscopic ventral hernia repair with 10 x 15 cm polyester mesh. Implant: no product information. Revision date: (B)(6), 2017 [hospitalization (B)(6), 2017] ¿ ¿a small incision was made in the left upper quadrant, dissected down using 5 mm visiport technique, and entered the peritoneal cavity without difficulty. The abdomen was insufflated with co2. She was noted to have extensive adhesions to the anterior abdominal wall from just below where the 5-mm port was placed all the way down to the pelvis. Another 5-mm port was placed in left upper lateral quadrant. At this time, I began taking down these adhesions using sonicision harmonic scalpel. I continued blunt as well as sharp dissection and I was able to get a lot of adhesions down until I got to the area below the umbilicus where the hernia was noted. The bowel was stuck up into this hernia quite [sic], it was very stuck and possible for me to get down laparoscopically. Two more ports had been placed. Another 5-mm port in the upper midline and another 12-mm port in the right upper quadrant. As I continued to work to free this bowel up at this time, I decided this was best to open and reduce it that was, so at this time a low midline incision was made and dissected down and came upon the bowel that was incarcerated up into the hernia. I had extensive open lysis of adhesions and I was eventually able to completely free up all the small bowel and reduce the incarceration, which also reduced the obstruction. At this time, I looked at the small bowel extensively. There were no areas of ischemia or necrosis or perforation. So at this time the bowel was placed back into the abdomen and I closed this midline incision including the hernia defect using #1 looped pds in a running fashion. Once I did this, I then went back laparoscopically and placed a 10 x 15 cm rectangular polyester mesh. Two stay sutures were placed on the superior and inferior ends of the mesh. Mesh was rolled up and placed through the 12-mm port site, unrolled, and then using carter-thomason device stay suture was brought through the abdominal wall, seating the mesh in good position with complete overlap where the incisional hernia previously had been, but now was closed with pds. I then tacked this mesh in position with the absorbable tacks. There was an outer layer and inner layer of tacks placed. Once again, both stay sutures had been brought up to the abdominal wall. The mesh laid very nicely without tension and completely covering with good overlap of any hernia defect that was previously there. It was noted that the previous mesh that had been placed was most likely a gore-tex mesh. The recurrence was below the mesh, so it was hard to tell if the mesh shrank or migrated or if this was a new hernia. So, the new mesh covered up the old mesh plus down well inferior to the old mesh as well as the hernia defect. At this time, there were no other obvious abnormalities. The hemostasis had been completely obtained. All the adhesions had been taken down and at this time the abdomen was completely desufflated. Trocars were removed. The small incisions sites were closed using 4-0 monocryl in subcuticular fashion. The low midline incision was closed using 2-0 vicryl in a subcutaneous fashion and then skin staples were used to close the skin.¿ (B)(6) 2017: consultation. ¿history of present illness: postoperatively, developed fever and pneumonia. Impression: suspected sepsis as manifested by fever, tachycardia, tachypnea with suspected aspiration pneumonia/gram-negative pneumonia. Status post incarcerated ventral hernia with small bowel obstruction, status post resection and repair with lysis of adhesions. There is associated peritonitis from that condition.¿ (B)(6) 2017: CT a/p with contrast. ¿history: abdominal pain. Findings: no free air within the abdomen. Postsurgical changes noted with repair of previously noted ventral abdominal wall hernia. No ventral abdominal wall hernia identified. A [sic] right where central surgical incisional scar is noted. Fluid-filled distended loops of small bowel noted with air-fluid levels. Small bowel measures 3.6 cm. Pan colonic diverticulosis without evidence of diverticulitis. Impression: small bowel obstruction is noted. Interval surgical treatment of previous noted ventral abdominal wall hernia.¿ (B)(6) 2017: x-ray abdomen. ¿impression: mild ileus.¿ (B)(6) 2017: x-ray small intestine. ¿impression: no evidence of small bowel obstruction. Ileus.¿ (B)(6) 2017: x-ray abdomen. ¿impression: partial small bowel obstruction.¿ (B)(6) 2017: discharge summary. ¿hospital course: transferred to kindred hospital to continue treatment and rehab. Discharge instructions: condition fair. Activity as tolerated. Diet: diabetic. Normal activity.¿ relevant medical information ¿ (B)(6) 2017: history and physical. ¿paralytic ileus, postoperative incarcerated ventral hernia, bowel obstruction, anemia, and other medical problems. Meds: aspirin. Impression/plan: sepsis, antibiotics; aspiration pneumonia; postoperative for recurrent ventral incarcerated hernia; diabetes requiring insulin; morbid obesity. Start rehab.¿ ¿ (B)(6) 2018: ultrasound abdomen. ¿clinical history: abdominal pain. Impression: 5.5 cm simple cyst at the inferior pole left kidney, similar to prior study. No other abnormalities are identified.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further states, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04643453. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) medical center. (B)(6) md. Operative report. Preoperative dx: incarcerated ventral hernia. Postoperative dx: incarcerated ventral hernia. Operation performed: 1. Laparoscopic lysis of adhesions and reduction of the ventral hernia. 2. Repair of ventral hernia, utilizing dual gore mesh 19 x 15 cm. Surgeon: (B)(6) md. First assistant: (B)(6) md. Anesthesia: general endotracheal. Procedure in detail: ¿with the patient in the supine position, adequate level of general endotracheal anesthesia was obtained. The abdomen was prepared with antibiotic solution and draped in the sterile fashion. A small incision in the left upper quadrant was made and veress needle was introduced and abdominal pneumoperitoneum up to 15 mmhg was obtained. Then a 5-mm trocar was inserted, and 5-30-degree cannula was introduced. Excessive intraabdominal adhesions were encountered. At this time, a small 5-mm trocar at the left lower quadrant and a 10-12 mm trocar at the left flank and mid abdominal area were entered introduced, and utilizing a harmonic scalpel, the adhesions were gradually taken down. There were two defects, separated from each other, which had incarceration of the omentum as well as contained bowel in the large and the small intestine. Once they were very gently reduced under direct vision, and the further adhesions were taken down. Once the adhesions were completely down and hemostasis was found satisfactory, we proceeded with placement of a 19 x 15 oval dual gore mesh intraabdominally and was secured in place with titanium permanent tackers. They were approximately 2.5 cm from each side of the defects. Once the placement of the mesh was completed and being satisfied with the quality of the repair, the abdomen was reinsufflated and trocars were removed. The incision sites were infiltrated with naropin and the incisions were closed with interrupted 4-0 monocryl. Proper dressing was applied, and the patient was awakened and extubated, transferred to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref/cat #: 1dlmcp04. Lot/batch code: 04643453. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04643453) was implanted during the procedure. (B)(6) 2008: (B)(6) medical center. (B)(6) md. Discharge note. Discharge dx: s/p ventral hernia repair. Discharge instructions: routine wound care. Medication: as instructed. Activity: as tolerated. Records between (B)(6) 2008 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology CT of the abdomen/pelvis with IV contrast. Hx: abdominal pain. Findings: ventral abdominal wall postsurgical mesh. Ventral pelvic wall hernia noted inferior to mass with defect measuring 4.7 cm. Ventral abdominal wall hernia contains loops of small bowel, demonstrate small bowel feces sign. Distal ileum is collapsed. Fluid-filled loops small bowel proximal to ventral wall hernia measuring up to 3.1 cm. Pan colonic diverticulosis without diverticulitis. Impression: small bowel obstruction. Small bowel obstruction transition point is at the ventral pelvic hernia. No wall thickening identified to suggest granulation, free fluid in distended loop of small bowel entering ventral wall hernia, may represent inflammatory process. Fluid at ventral abdominal wall surgical mesh measuring 2.0 x 7.6 cm. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Operative report. Preoperative dx: incarcerated recurrent ventral hernia with small bowel obstruction. Postoperative dx: incarcerated recurrent ventral hernia with small bowel obstruction and extensive intraabdominal and pelvic adhesions. Procedures performed: diagnostic laparoscopy, extensive laparoscopic lysis of adhesions, open reduction of incarcerated small bowel and open lysis of adhesions, and laparoscopic ventral hernia repair with 10 x 15 cm polyester mesh. Surgeon: (B)(6) md. Assistant: gregory sweet, lsa. Anesthesia: general anesthesia. Complications: none. Estimated blood loss: minimal. Preoperative note: ¿ms. Mayson is a 71-year-old female who has had several abdominal operations. She most recently had a ventral hernia repair approximately 5 years ago. The patient was doing fairly well; however, several days ago she started having severe lower abdominal pain, nausea, vomiting, and abdominal distention. She came into the ER with these complaints. Late last night was noted to have a CT scan that showed bowel obstruction with probable recurrent lower abdominal ventral hernia with incarcerated small bowel. I discussed the risks and benefits of laparoscopic versus open repair of this hernia with reduction of small bowel, possible bowel resection and indicated procedures with the patient. She understood these and signed informed consent. Operative note: she was taken to the operating room and placed in supine position. She underwent general anesthesia. Her abdomen was prepped and draped in a sterile fashion. A small incision was made in the left upper quadrant, dissected down using 5 mm visiport technique, and entered the peritoneal cavity without difficulty. The abdomen was insufflated with co2. She was noted to have extensive adhesions to the anterior abdominal wall from just below where the 5-mm port was placed all the way down to the pelvis. Another 5-mm port was placed in left upper lateral quadrant. At this time, I began taking down these adhesions using sonicision harmonic scalpel. I continued blunt as well as sharp dissection and I was able to get a lot of adhesions down until I got to the area below the umbilicus where the hernia was noted. The bowel was stuck up into this hernia quite, it was very stuck and possible for me to get down laparoscopically. Two more ports had been placed. Another 5-mm port in the upper midline and another 12-mm port in the right upper quadrant. As I continued to work to free this bowel up at this time, I decided this was best to open and reduce it that was, so at this time a low midline incision was made and dissected down and came upon the bowel that was incarcerated up into the hernia. I had extensive open lysis of adhesions and I was eventually able to completely free up all the small bowel and reduce the incarceration, which also reduced the obstruction. At this time, I looked at the small bowel extensively. There were no areas of ischemia or necrosis or perforation. So at this time the bowel was placed back into the abdomen and I closed this midline incision including the hernia defect using #1 looped pds in a running fashion. Once I did this, I then went back laparoscopically and placed a 10 x 15 cm rectangular polyester mesh. Two stay sutures were placed on the superior and inferior ends of the mesh. Mesh was rolled up and placed through the 12-mm port site, unrolled, and then using carter-thomason device stay suture was brought through the abdominal wall, seating the mesh in good position with complete overlap where the incisional hernia previously had been, but now was closed with pds. I then tacked this mesh in position with the absorbable tacks. There was an outer layer and inner layer of tacks placed. Once again, both stay sutures had been brought up to the abdominal wall. The mesh laid very nicely without tension and completely covering with good overlap of any hernia defect that was previously there. It was noted that the previous mesh that had been placed was most likely a gore-tex mesh. The recurrence was below the mesh, so it was hard to tell if the mesh shrank or migrated or if this was a new hernia. So, the new mesh covered up the old mesh plus down well inferior to the old mesh as well as the hernia defect. At this time, there were no other obvious abnormalities. The hemostasis had been completely obtained. All the adhesions had been taken down and at this time the abdomen was completely desufflated. Trocars were removed. The small incisions sites were closed using 4-0 monocryl in subcuticular fashion. The low midline incision was closed using 2-0 vicryl in a subcutaneous fashion and then skin staples were used to close the skin. Sterile dressings were applied. The patient tolerated the procedure well. She was awakened, extubated in the operating room, and returned to recovery room in good condition. All sponge, instrument, and needle counts correct x2.¿ there is no mention of gore device removal in the records. (B)(6) 2017: [missing records: record for implant record for ¿10 x 15 cm polyester mesh¿ were not provided.] (B)(6) 2017-(B)(6) 2017: [missing records: record for ¿sepsis tests and results¿ were not provided.] (B)(6) 2017: (B)(6) medical center. (B)(6) md. Discharge summary. Date of admission: (B)(6) 17. Problems: sepsis, acute. Dropping h&h, possible gi bleeding. Possible intra-abdominal source of infection or possible aspiration pn sepsis manifested by fever, chills, tachycardia and decline renal function on broad spectrum antibiotics, gentile hydration. Strangulated ventral incisional hernia, acute. Had bm today post op, positive CT for recurrent bowel obstruction. Upper gi showed no bowel obstruction. Small bowel obstruction, resolved. Nausea & vomiting, resolved. Fever, resolved. Ileus, resolved. Tolerating diet. Hospital course: transferred to kindred hospital to continue treatment and rehab. Discharge instructions: condition fair. Activity as tolerated. Diet: diabetic. Normal activity. Follow up (B)(6) md a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, small bowel obstruction, hernia recurrence. Additional event specific information was not provided.